Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Event description:
Litigation alleged the patient suffered pain, disability and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate patient was revised on the right hip due to metal on metal reaction, milky fluid and cystic changes. Dor information was updated based on invoices and medical record information used to determine which side was revised on which date. The complaint was updated on: (B)(4) 2014.

Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Revision was due to patient request. Report also noted osteolysis. There is no additional information that would affect the outcome of this investigation.